Event description:
In 2008, the patient reported experiencing air bubbles in his infusion device. He stated that he fills the insulin cartridge with room tempurature insulin and then notices air bubbles after 2 hours of use. He stated that at 9:00am he wasn't feeling well but he did not test his blood glucose. At 12:00pm his blood glucose measured 88 mg/dl and he bolused 6 units of insulin for lunch. One hour later his blood glucose measured 160 mg/dl and he bolused another 6 units of insulin. He was assisted with removing the air bubbles from his insulin cartridge. Upon follow up six days after, the patient stated that his blood glucose returned to normal but he was still experiencing issues with air bubbles. A request for additional training was submitted. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.